Manufacturer narrative:
The event occurred in germany during start up of the device. It was reported that the error message ¿eeprom¿ was displayed on the system control panel. No harm to any person has been reported. According to the hl20 service manual the hl20 eeprom memory saves all user settings (limits, zero-adjustment etc.) When switched off completely. These values are then loaded from memory with every new start of the hl 20 roller pump and are used as the initial presets. According to the hl20 service manual the error message "eeprom" indicates that the internal instruction code memory is faulty. A getinge field service technician was onsite for investigation of the device. The control board found to be replaced. The reported error message: "eeprom" was already investigated by the getinge life cycle engineering within a similar complaint. The most probable root cause could be determined to a defective eeprom module (ic7) on the pump control board. Further, based on the age of the device and its component control board (almost 17 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on (B)(6)2025 for the period of (B)(6)2008 to (B)(6)2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6)2008. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported error message: "eeprom" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany during start up of the device. It was reported that the error message ¿eeprom¿ was displayed on the system control panel. No harm to any person has been reported. According to the hl20 service manual the hl20 eeprom memory saves all user settings (limits, zero-adjustment etc.) When switched off completely. These values are then loaded from memory with every new start of the hl 20 roller pump and are used as the initial presets. According to the hl20 service manual the error message "eeprom" indicates that the internal instruction code memory is faulty. The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).